Event description:
It was reported that the physician was evaluating a recent in-office lead check and noticed "noise" on the right atrial (ra) lead. It was unclear if the "noise" was actual lead noise or atrial fibrillation. The threshold and impedance were stable. The device had indicated elective replacement (eri) and was nearing end of service (eos), and the physician was concerned about the suspicious lead behavior. During the routine device replacement procedure, the ra lead was closely evaluated and found to be operating normally. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7122 competitor implantable tachy lead, (B)(6) 2008; 4193 implantable pacing lead, (B)(6) 2008. (B)(4).